Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were within specification but erratic. The vespels, semi-circles and some screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the device malfunctioned. There was no patient involvement/impact or delay. Due diligence information is complete. During device evaluation it was found that the motor rpms were within specification but erratic. No adverse events were reported as a result of this malfunction.